Manufacturer narrative:
Field service engineer went on site to make repairs. The yellow scope connector that was broken was replaced. A test cycle was run. No leaks yielding expected results. Device is successfully repaired. Equipment repaired and verified according to other equipment manufacturer instructions. Software attributes have been verified and confirmed. Equipment passed the electrical safety test. Evaluation is still ongoing and supplemental report(s) will be submitted when any additional information is available.

Event description:
As reported for this event, the yellow scope connector was broken. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and to correct information provided on the initial report.

Event description:
Olympus received additional information from the customer on 12may2021. The event occurred during reprocessing. It is not known how the connector piece/pin was broken. The staff is trained and experienced in the use of the device.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections. The device history record review confirmed that the device was shipped in accordance with specifications. It is likely that the connector got loose, which led to breakage. As a result, the connecting tube was not possible to be connected. The connector may have got loose from accumulated stress applied by the user, or the user may have hit some hard objects to the connector. The instructions for use includes the following statements: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.